Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as they were trying to access the common bile duct, it was noticed that the curve of the dreamtome was abnormal when it was removed from the package: however, the dreamtome was fine when the guidewire was removed. When the physician tried to access the papilla, the device was curved and appeared to be twisted. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found that the distal pierced hole torn this last condition displaced the cutting wire. Also, the working length was found to be twisted in several locations. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length. The device defects (distal pierced hole torn and working length twisted) are issues that could have been caused due to excessive manipulation of the device; interaction with the scope or with other devices, this may cause damages or deformities and directly affects the integrity of the product and its orientation/cutting wire orientation also could have impedes the device ability to bow within the allowable plane in a clinical setting. Therefore the most probable cause of this complaint is ¿operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as they were trying to access the common bile duct, it was noticed that the curve of the dreamtome was abnormal when it was removed from the package: however, the dreamtome was fine when the guidewire was removed. When the physician tried to access the papilla, the device was curved and appeared to be twisted. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.